Event description:
It was reported that multiple minimum fill notifications occurred after the user filled multiple cartridges with 250 units of insulin during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, customer has not addressed the elevated bg. Customer reverted to an alternate form of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.